Event description:
The neurosurgeon was using the skull perforator to make burr holes. The perforator failed to stop as it perforated the cranium and caused a tear in the dura and brain tissue. Soft tissue tears were repaired as per normal procedure.